Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument is pitted. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and was found to have blade damage at the base of both blades. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.